Event description:
It was reported by service report that there was an error code of 204 on the footboard. The scale was not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell.